Manufacturer narrative:
One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for evaluation. The returned device was visually inspected, and there were no issues. The returned device was assembled with an ar-6411, and it was noted that the ar-6421 pump tubing was resistant to putting on. A second good-known tubing system was used and the same additionally, there was an 'open door' error. Functional testing could not be performed due to the damage to the device. The most likely cause of the reported failure is wear and tear due to continuous mechanical forces applied to it. Refer to investigation photos. The complaint allegation is confirmed.

Event description:
On 03/20/2025, it was reported by a facility representative via (B)(4) that an ar-6480 dw arthroscopy pump kept indicating that the door was open, but the door was shut, and it wouldn't run. This occurred during a case with no patient affected.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed, to perform evaluation inflow door sensor was adjusted. Physical damage was found to the top cover, and there are 4 missing bumpers. The serial label requires an update, and the software label requires an update from v1.10 rev. 33 to v1.10 rev. 38. S.